Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit was received with cracked retainer. Tested with a test p-cap and p-cap locked in place properly. Unit was received with missing reservoir tube o-ring, scratched casing, severe scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir compartment lip ring being damaged on the pump. The customer¿s blood glucose level was 98 mg/dl. The customer was assisted with troubleshooting. Customer states the pump has cosmetic damage. Customer stated reservoir compartment is lip ring and stated as still able to lock in place thinks the water proof capability is gone. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.